Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached cut. Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon inspection, it was noted that all conductors of the lead was distorted. Upon inspection, it was noted that the proximal conductor of the lead was flattened. The lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the physician found the lead was borken. The lead was not implanted. No patient complications have been reported as a result of this event.